Event description:
It was reported that noise events and vf detection was observed. The ICD was unable to delivered therapy. The patient has been playing laser tag and was wearing a vest with an external vibrator. High output less than 0 ohms and several aborted therapies were observed. The system was explanted.

Manufacturer narrative:
Analysis found the cause was shorts between the rv and svc cables and the svc shock coil. The etfe insulation of one of the rv cables abraded open resulting in a high energy spark that melted the shock coil. The etfe insulation of the svc cable was abraded allowing the filars to short to the termintion ring. Both abrasion areas were internal abrasions occuring from the svc a and rv cables wearing through the cable lumens from the inside to the outside of the insulation under the svc shock coil.